Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of problem with arm movement, because c-arm will not boot up. The fse determined the cause of the problem to be the s-ram. The fse issued a quote for the repairs, customer has not accepted the quote, no repairs completed. Flash s-ram memory card transfers software code for fast start-up time. A coin battery retains the software that the s-ram uses to initiate boot. If the coin cell battery or the memory card experiences issues, the initial operating instructions provided by the s-ram would not be available cause the c-arm to not boot. Based on age of the system, manufactured before 1994, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.